Event description:
It was reported that the patient was experiencing pain in the right shoulder. The patient records indicate the device was implanted in 2003 and that some type of adjustment was made in 2006 (possibly application of bone-puddy). The current surgeon x-rayed the patient and felt the device may have been implanted incorrectly and needed to be removed. The patient also wanted the device out. Another company's device was implanted to treat the patient. This device is used for treatment.

Manufacturer narrative:
The device has been returned and the investigation is in progress. A follow up report will be submitted upon completion of the investigation.